Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose elevated to 25 mmol/l with ketones. The reporter indicated that the patient was experiencing changes related to age and hormones. The reporter indicated that there was no evidence of illness. The reporter stated that the patient's blood glucose responded appropriately with a correction bolus. The reporter stated that the patient needed pump settings adjustments related to the changes the patient was experiencing. This report is made based on the allegation that the patient experienced hyperglycemia related to a need for pump settings adjustments.

Manufacturer narrative:
The pump has not been requested for returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. Pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.